Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl and two unknown drugs for non-malignant pain. It was reported that patient's representative (caller) stated the patient had been having some kind of issue with the myptm app, and the pain clinic showed them how to clear out data, but they don't remember the steps on how to do so. When the manufacturer's patient services specialist (pss) inquired event date, the caller stated the patient 'had it implanted in january and they showed me how to do it once, so I've cleared it once; normally after she gets her pump filled, like she did on monday, it (connecting to pump) is really quick, but, after about 2 months, it slows down again.' When pss inquired date of clearing data with the pain clinic, caller stated 'it must have been probably april maybe,' then stated 'sometime in april,' then stated 'maybe late march.' The caller stated pump meds are 'hydromorphine, fentanyl and ibavacaine,' but was unable to provide further information. Pss reviewed clear data steps and provided instructions to caller during call as requested.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID: a820, (unknown serial/lot); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.